Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported event was confirmed during evaluation and the most likely probable cause was electrical/electronic component failure due to environmental causes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideosocpe had a b30 endoscope communication error. The issue was found during service/maintenance. No patient involvement.